Event description:
It was reported after a coronary angiogram via the left femoral artery, a 6f sts angio-seal was deployed successfully; the pt was discharged to another hospital for overnight stay and recovery. The pt was discharged in 09/2004, however, the pt was complaining of left groin pain. The next day, with severe discomfort, the pt returned and was admitted to hospital. An ultrasound revealed a 75% occlusion of the left common femoral artery, a dissection and a flap at the arteriotomy site. The pt was treated with intravenous heparin and medical management for seven days and was discharged in 10/2004. No surgical intervention was required.